Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with gentamicin and vancomycin (intraperitoneally, doses, frequencies and durations not reported) for peritonitis. The patient was scheduled to be discharged from the hospital three days after the receipt of this report. After the discharge from hospital, the patient would start treatment with unspecified antibiotics (intraperitoneally, dose, duration, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.